Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Injury nos replace with new event medical device removal. Removal date, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The patient's concurrent conditions included uterus enlarged, adenomyosis and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Event medical device removal was updated to menorrhagia. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The patient's concurrent conditions included uterus enlarged, adenomyosis and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.